Event description:
It was reported that x-ray showed both the rv and atrial leads had the screw helix extended before they were placed in the heart. The rv lead (B) (4) was successfully retracted and then placed with standard measurements taken through the analyzer. When attempting to retract the helix of the atrial lead (B) (4) using the rotating tool, the torque "seemed stored inside the lead body" and would not transfer to the end of the lead. Upon release of the rotating tool, it sprung back. X-ray showed the helix was still extended. After trying a few times, the doctor pulled the atrial lead out and plugged the atrial port. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found, however blood was found on the helix; full lead returned and analyzed. Analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.